Event description:
It was reported that the patient presented for a scheduled procedure. Prior to the procedure and interrogation was performed and it was discovered that the right ventricular lead exhibited failure to capture and noise. It was noted that the lead dislodged. During the procedure, it was discovered that the lead was fractured. The lead was capped and replaced on (B)(6) 2022. Further information was requested however, was not provided.